Event description:
Hospital states unit stopped delivering breaths when high/low alarms were changed. Service technician was not made aware of any pt injury or compromise associated with this reported failure.